Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc , serial# unknown, product type: accessory. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead found the lead body outer insulation damaged at the depth stop, there were impressions from over-tightening of the depth stop observed on outer insulation of lead, about 2.6cm from the proximal end. Impressions were also observed on the parlyene coating on the tungsten stylet underneath.

Event description:
A manufacturing representative reported during the procedure on (B)(6) 2016, a new lead opened and implanted, impedance were checked using a twistlock connecter with external neurostimulator (ens) screening cable connection at 3.0v before proceeding with patient intra-operative evaluation. Initial impedance were abnormal; 0/1-2535, 0/2-2174, 0/3-2174, 1/2-1857, 1/3-1852 and 2/3-81. They were checked again at 3.0v and they got the same low reading on 2/3. Another twistlock connecter with external neurostimulator (ens) screening cable connection was opened and impedance were still low, 2/3 same reading. A new lead opened and impedance were normal; 0/1-2063, 0/2-2379, 0/3-2356, 1/2-2099, 1/3-2289, and 2/3-1958. The issue was resolved. No patient symptoms were reported, no patient involvement. No surgical intervention was required or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.